Event description:
It was reported that the insulin gauge was inaccurate. No specific impact to the customer's blood glucose level was mentioned. The customer declined troubleshooting, and no further details were provided, resulting in the case being closed by technical support.